Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle poor sleeve function. The following information was provided by the initial reporter: the customer stated "it found that the sleeve did not recover the device, the needle tip was exposed."

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve side piercing with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for sleeve side piercing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle poor sleeve function. The following information was provided by the initial reporter: the customer stated, "it found that the sleeve did not recover the device, the needle tip was exposed."